Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08408. It was reported that the patient has deceased. The patient experienced a ventricular tachycardia storm and was unable to be shocked out of it. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
The reported field event of inadequate hv output was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.